Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the "pump frequently shuts down" and that the patient has to take the battery out and reinsert the battery. Troubleshooting could not be completed at the time of initial contact. Customer technical support made attempts to contact the report for additional information and troubleshooting, without success. This complaint is being reported because the reported issue remained unresolved. There was no indication that the product caused or contributed to an adverse event.